Event description:
Customer reported that the insulin pump would vibrarte after bolus at times, and at other times, it would not. During troubleshooting, insulin pump settings were verified to be correct, and it did not vibrate during the self test. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.